Event description:
It was reported that the user experienced high blood glucose of 410 mg/dl while using the ilet, required guided infusion set and cartridge changes, temporarily disconnected from the pump for multiple daily injections, then reconnected with a new vial of insulin, after which glucose returned to range. Customer care provided assistance that included technical support-led troubleshooting and user education regarding infusion set replacement, cartridge change, and reconnection to therapy. Investigation of this case revealed that glucose normalized after switching to insulin stored differently and completing a full supply change with correct reconnection steps. No symptoms associated with hyperglycemia reported. Outcomes included temporary interruption of pump therapy and subsequent resolution after supply change and reconnection.t was concluded that the cause of hyperglycemia was unclear and that the device functioned as expected following corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.